Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 434mg/dl, which was treated with a bolus using the insulin pump. The customer stated that there was a crack in the battery cap. Advised the customer to monitor the insulin pump and that a replacement battery cap would be sent. Advised him to discontinue use of the insulin pump until the replacement battery cap arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.